Event description:
It was reported a minimum fill notification occurred after the customer filled the cartridge with 300 units of insulin. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.